Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a female patient who was having surgery for a small bowel obstruction. Pre-operatively, the anesthesia department placed a central line which went smoothly and was uneventful. The resident placed the catheter with the attending over seeing the procedure. The patient under went surgery and a post surgical x-ray was performed on (B)(6) 2013 for a-fib multiple devices with no mention of an embolized wire. On (B)(6) 2013, a CT thorax was performed and identified a catheter in the right atrium. As a out patient on (B)(6) 2013, the patient had a CT for left adrenal mass and a-fib. The CT showed a wire in the inferior vena cava extending to the femoral. The patient was immediately admitted and the wire was surgically removed. The wire after removal was measured at 80cm and showed to be unraveled, however, in vivo measurement from CT showed the wire intact and measuring 60cm. There was no delay in treatment and no patient death or complications reported.